Event description:
It was reported from (B)(4) that the motor device was leaking oil from the swivel joint. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was leaking oil and the hose was loose at the crimp. Therefore, the reported condition was confirmed. It was determined that the oil leak and hose damage was from excessive force on the hose. The assignable root cause of the component damage was determined to be due to misuse , abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.